Manufacturer narrative:
The hospital biomed replaced the vent engine. No report of patient involvement.

Event description:
The hospital reported that, during the preoperative checkout, the unit alarmed to ventilate manually. There was no report of patient involvement.